Event description:
Dear sir or madam: in accordance with 21 cfr 803.22 (b) (2), we are notifying you that on february 18, 2009, a caller reported that two weeks prior, he attempted to perform a fingerstick, and the autolet lancet needle broke off and remained in his finger. The customer reports that, after two days, his finger became black and swollen and he went to the emergency room. The broken lancet was removed from his finger and the finger was bandaged. The caller was given unidentified antibiotic pills and antibiotic cream and was released after a couple of hours. No additional info was provided regarding this incident. This lancet product is not manufactured or imported by our firm.